Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read "battery depleted". They stated that they called, and the batteries were changed, and the pump was started. About 10 minutes after changing the battery the pump alarmed battery depleted again so they changed the batteries and same thing happened. They stated that they checked the batteries on a meter, and they were new batteries. They instructed to remove the batteries from the pump and close the clamp closet to the port and call clinic. This event occurred on (B)(6) 2025 at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D1 - brand name, d3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.